Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high and low blood glucose. The customer blood glucose value was ranging from 2.5 mmol/l to 20 mmol/l. The customer reported that the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.